Event description:
It was reported patient's ipg lost communication with all external devices following a fall. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).